Event description:
The customer reported a leak from the manual probe of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not affected in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak under the sample access module; solenoid sl9 and sl24 were replaced to resolve the leak. The instrument ran without leaks and errors. Repairs were verified per established procedures. (B)(4).